Event description:
Customer reported discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer is being instructed to use correct sample technique and advised to run precious study. Customer ran precision study and results were in range. The event has occurred due to an operator error. Instrument is performing as intended.